Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the patient stated there was blockage of the pump. Information received from the physician indicated only one blockade of the pumping system could be detected, whereby the manipulations for the patient were still very painful. A few days later it was possible to deblock the system.